Event description:
It was reported that the tip of stem extractor was broken while trying to remove the 16 mm stem trial. Both stem and trial are being returned and all pieces were retrieved.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device cannot confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.